Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, scratched lcd window and bleeding on lcd glass.

Event description:
Customer reports to have fallen at work and damaged insulin pump. Customer's blood glucose was 160 mg/dl. Customer states that the battery housing of insulin pump is cracked and lcd screen has black streaks. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.